Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite ventilator hours 6,581.1 hours. Bypassed humidifier and blender adjust pr3, oscillator was able to get up to 40.0 cmh2o. Performance test passed, check dc psu functionality and adjust ddi board. Tested and run unit for over an hour at various power level. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator wont pressurize past 20 cmh2o. As of this time there is no information about patient involvement associated with this reported event.